Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm and a no delivery alarm. Customer's blood glucose was 84 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they received a motor error alarm during the fill tubing process. The customer also reported the insulin pump passed a displacement test. Customer declined to return the product for analysis.